Manufacturer narrative:
Product complaint # (b)94). Investigation summary : tibial impactor broken after returning from surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection found that 254401004, attune rp tibial impactor has broken a fragment of the plastic. The broken fragment was not returned for evaluation. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 254401004, attune rp tibial impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tibial impactor was broken after returning from surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Whether or not,, it had an impact on the patient and description of the patient (i.e. It caused health problems for the patient)? A: it had no impact on the patient. B. It originated or not surgical delay and description of it (i.e. Anesthetized patient or in surgery and resulted in an extension of the surgery)? A: it did not lead to surgical delay. C. It originated or not, alteration of the surgical method and description of the alteration (i.e. Surgery was scheduled using the a methodology and the most invasive b methodology was used)? A: it did not cause alteration of the surgical method. D. Did the instrument break into 2 or more pieces? If yes, have all fragments been removed? A: partially, 2 fragments (piece with crack). E) do you know when the device broke? Was it postoperative or during surgery? A: during surgery, after implant impact.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6: health effect: clinical code and impact code.